Event description:
See initial report

Manufacturer narrative:
H10: through follow up communication, livanova learned that possible involved device serial numbers could be the following: sns (B)(6) (manufactured on 14 march 2007) or (B)(6) (manufactured on 16 march 2007) or (B)(6) (manufactured on 20 september 2012) (model: 16-02-80). No other information has been made available from the customer. DHR review of possible involved device serial numbers has been completed and did not identify any deviations or non-conformities relevant to the reported issue. Source of patient contamination remains unknown and the livanova device involvement as well. Anyway, livanova already implemented a strategy to decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and field action. No device, between the ones possible involved and in use at the hospital at the time of surgeries ((B)(6) 2012), was upgraded with vacuum and sealing kit. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland received a report that a male patient undergoing a mitral valve replacement and cardiopulmonary bypass on (B)(6) 2012 was found to be infected by mycobacterium chimaera and died on (B)(6) 2013 for an endocarditis. Heater-cooler 3t was used in this surgery.

Manufacturer narrative:
G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in dublin, ireland. Livanova initiated an investigation and is following up with the customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.